Manufacturer narrative:
Date of report : 09apr2019, date rec¿d by MFR : 11mar2019. The philips field service engineer (fse) attempted touch calibration but touchscreen unresponsive. Fse replaced touchscreen and performed required tests. The unit is ready for clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient or user harm reported. The event date was not specified; estimate used.